Event description:
Caller reported a cartridge alarm 20 occurring during the load process, and it was confirmed that the customer's blood glucose level was not adversely impacted. Technical support decided to replace the pump as a solution. The customer, who was using a pump that was still under warranty, was advised to switch to multiple daily injections (mdi) as backup therapy. They were informed that the replacement pump would come with updated software, and instructions were given on how to return the problematic pump to tandem, including putting it into storage mode and utilizing a provided return box and pre-paid label. The customer acknowledged all instructions, including programming their pump settings and connecting their cgm to the new pump.